Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted (B)(6) 2018, 6935m55 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty with right atrial (ra) lead placement during an implant procedure. A check carried out post operatively showed there was no atrial capture and diminished p wave sensing on this ra lead. The lead was found to be dislodged into the right ventricle. The patient was noted as being noncompliant about arm restrictions post operatively. The lead was removed and not replaced. No patient complications have been reported as a result of this event.